Manufacturer narrative:
D.4 device expiration date: unknown, h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown,

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv had a cracked causing leakage. The following information was provided by the initial reporter: it was reported by customer that they had cracked primary IV tubing on 08sep2023. Verbatim: (from pr 8853966) are you able to provide the lot number involved? It¿s hard to make out, looks. To be 2314358 date of event: 9/8/23. Was there any leakage? Yes. Was issue being described noted before, or during used? During use. Was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare. Professional? No what was the patient outcome? No impact to the patient. Was there any delay of, or change in, the course of treatment due to this. Event? No, product was changed out what procedure was being performed? I don¿t have this information. What medication was used in the procedure? I don¿t have this information.